Event description:
This device was explanted due to twiddler's syndrome on (B)(6) 2011. The device was replaced and retained by the hospital. Should additional information become available, this event will be updated.